Event description:
It was reported the patient's experiencing one lead with impedance on most of the left sided contacts. In turn, patient reported a fall occurred at unknown date. Troubleshooting completed to no prevail. Surgery may take place later to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicate surgical intervention occurred wherein the lead was explanted and replace to address the issue.